Manufacturer narrative:
The investigation determined the fse did not perform the proper field action during a previous service event. The appropriate kit was not applied which allowed the screw to come loose. Verified site correction has been completed. No further actions are required.

Manufacturer narrative:
Customer contacted service because one of the synchrony boom arm screws was loose and visible. The synchrony boom arm did not fall and no injury was reported. The field service engineer (fse) corrected the part and system is functioning as normal. Investigation in progress.

Event description:
Synchrony boom arm is loose.